Manufacturer narrative:
Attempts were made with the customer to obtain additional information however, no response was received. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The product was returned and written that there was debris on the cone of the patient interface. It is unknown if there was any patient contact with the patient interface.

Manufacturer narrative:
Correction: section d4: expiration date was noted as jan 31, 2024 in the initial report. The correct expiration date is 01/03/2024. Section h4: device manufacturing date was noted as jan 31, 2022 in the initial report. The correct manufacturing date is 01/03/2022. Additional information: section d9: device available for evaluation: yes, returned to manufacturer on nov 15, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: one patient interface (pi) was received within original packaging confirming the reported lot number. A visual inspection of the returned product reveals debris, as well as residue consistent with that of a product that has been used on a patient. How and when the debris was introduced cannot be determined. The reported issue is confirmed. Conclusion: due to the opened condition of the returned product, how and when the debris was introduced cannot be determined. Therefore, product deficiency cannot be confirmed. Johnson & johnson surgical vision will continue to monitor this type of complaints per global complaint trending. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.